Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain a blood glucose result from their meter and was seen at a clinic. Their meter allegedly would only prompt error 2 and redo check message. The result on the clinic meter was 289 mg/dl. The time difference between patient's meter and clinic meter was unknown. Treatment was insulin. No further information has been reported.